Event description:
It was reported that the patient had a downstream occlusion alarm on his pump. No obvious occlusion was noted. PICC flushed with ease and brisk blood return was noted. The tubing was changed and no further alarms were noted while in clinic. No serious harm was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.